Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned battery cap threads were found to be damaged. The battery cap will not maintain an electrical connection. A test battery cap was used for all testing. Pump powers to a dim discolored display. A battery compartment crack was observed below grip pad. The current draws were within specifications. The keypad was torn at the ok key. The keypad was peeling from the bottom to the ok key. All of the keys were intermittently unresponsive. Evaluation revealed that contamination was found under all key contacts. Removed pump case. No evidence of moisture or loose components inside pump. Multiple eaw 177 low battery warnings and multiple eaw 128 replace battery alarms observed in black box. Evidence of partially discharged batteries being installed observed in black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.